Manufacturer narrative:
Gasper, et al. "Complications following partial and total wrist arthroplasty: a single-center retrospective review." J hand surg am. Vol. 41 (january 2016). Pg. 47-53. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. No medical records received; however, it is noted that the cementless construct utilized in this article study is off-label use. Additionally, the use of the maestro in the distal radial hemiarthroplasty construct is not an indicated use. The following sections could not be completed with the limited information provided: b3 - date of event - ni d2 - device product code - ni d4 - expiration date - ni d6 - date implanted - ni d7 - date explanted - ni e1 - initial reporter - authors of the article include jesse lou, patrick m. Kane, sidney m. Jacoby, a. Lee osterman, and randall w. Culp. H4 - manufacture date ¿ ni this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-05336/0001825034 - 2017 - 00503/0001825034 - 2017 - 00507).

Event description:
It is reported in a journal article that a patient underwent a wrist arthroplasty revision and a radical flexor tenosyovectony 36.1 months post-implantation due to symptomatic loosening of the radial component noted with signs of synovitis. The distal radial component was removed and replaced with competitor product. No further information is available.